Event description:
Implant failure, possible due to smoking. No other information provided. Loss of integration.

Event description:
Implant failure, possible due to smoking. No other information provided. Loss of integration.